Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 8 patient samples tested for na+ electrode (na+) on a cobas 8000 ise module. Based on the data provided, the results for 5 patient samples were discrepant. Patient 1 initial result was 134 mmol/l. The sample was repeated 3 times with results of 140 mmol/l, 141 mmol/l and 143 mmol/l. Patient 2 initial result was 134 mmol/l. The sample was repeated 3 times with results of 138 mmol/l, 138 mmol/l and 141 mmol/l. Patient 3 initial result was 132 mmol/l. The sample was repeated 3 times with results of 133 mmol/l, 138 mmol/l and 136 mmol/l. Patient 4 initial result was 134 mmol/l. The sample was repeated 3 times with results of 142 mmol/l, 140 mmol/l and 142 mmol/l. Patient 5 initial result was 134 mmol/l. The sample was repeated 3 times with results of 143 mmol/l, 141 mmol/l and 143 mmol/l. The initial results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na+ electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and performed corrective maintenance on the vacuum vessel. The customer stated the problem was solved afterwards.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.